Event description:
The customer reported the device fails to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails to power up. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The optical switch was replaced to resolve the reported issue.